Manufacturer narrative:
After further investigation, the assignable root cause was determined to be due to device design. This issue has been escalated to CAPA.

Manufacturer narrative:
After further investigation, the assignable root cause was determined to be due to device design. This issue has been escalated to CAPA.

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to materials out of specification. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device was not functioning. It was noted that the oscillator head base was torn off on the device. It was further determined that the device failed pretest check oscillation frequency minimum 10, 800-14, 200 oscillations/minute functional test, general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.